Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and found a communications error. The se replaced the graphic user interface (gui) to breath delivery (bd) cable, which resolved the reported issue. The ventilator passed self-testing.

Event description:
The customer reported a ventilator with a blocked screen. The ventilator was not on a patient at the time of the event.